Manufacturer narrative:
Svc was on site on (B)(4) 2007. The field svc engineer (fse) successfully performed and passed field diagnostic testing. The fse verified the system was operating within the MFR's specifications. Samples were drawn by lab personnel using vacutainers into 5 ml greiner pst plastic plasma tubes, and were properly mixed. Tubes were spun down in a statspin centrifuge for 4 mins. Three levels of bio-rad quality control (qc) are run in the morning on the dxi and recovered within limits. On the I-stat system, electronic controls are run daily, and liquid controls are only run at the change of cartridge lot numbers, approx once a month. I-stat controls were within limits. The customer stated quality control (qc) was run prior to the event and was within specification. Beckman coulter's customer product line support (cpls) lab pt-sample testing confirmed heterophile interference is the root cause for the discordant results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01724.

Event description:
The customer reported elevated troponin (accutni) results for two pts involving unicel dxi 800 access immunoassay system. This report refers to pt number two. Four samples were obtained and tested on unicel dxi 800 access immunoassay system and an alternate methodology. Results were from the same sample tube. The pt had a procedure to insert a stint after a fourth sample was drawn. The elevated values were reported outside the lab. There was no report of pt injury or change in pt treatment associated with this event.